Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range impedance measurements in the right ventricular (rv) channel. Technical services (ts) reviewed the data and found that the measurements went form 900 ohms to 2200 ohms range. Ts also suspected of loss of capture (loc), but it was not conclusive. Further monitoring was recommended. This crt-p remains in service. No adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range impedance measurements in the right ventricular (rv) channel. Technical services (ts) reviewed the data and found that the measurements went form 900 ohms to 2200 ohms range. Ts also suspected of loss of capture (loc), but it was not conclusive. Further monitoring was recommended. This crt-p remains in service. No adverse patient effects. Additional information was received, the clinical representative indicated that the loc episode occurred post-mortem. There were ventricular tachycardia (vt) episodes recorded around the patient death time that the device was not able to treat. The device worked as intended. This crt-p has not returned to boston scientific for further analysis. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range impedance measurements in the right ventricular (rv) channel. Technical services (ts) reviewed the data and found that the measurements went form 900 ohms to 2200 ohms range. Ts also suspected of loss of capture (loc), but it was not conclusive. Further monitoring was recommended. This crt-p remains in service. No adverse patient effects. Additional information was received, the clinical representative indicated that the loc episode occurred post-mortem. There were ventricular tachycardia (vt) episodes recorded around the patient death time that the device was not able to treat. The device worked as intended. This crt-p has not returned to boston scientific for further analysis. No adverse patient effects were reported.